Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was unresponsive. There was no impact to the customer¿s blood glucose level. During troubleshooting with tandem technical support, the pump display powered on when plugged into a power source. Manual injections will be used for diabetes management.